Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a female patient (patient age, and weight are unknown). During the procedure, the guide catheter detached however the detached section remain inside the push catheter, allowing the device to be removed in on piece. The stent was unable to be deployed. The procedure was completed with another flexima biliary stent system the procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual inspection of the returned device revealed the push catheter was buckled. Part of the tuohy borst was completely ripped off the guide catheter. The working length of the push catheter was bent, and the suture hole on the push catheter was torn. The stent was slightly deformed in both ends. The guide catheter was bent and stretched. Functional evaluation could not be performed on this device due to the damages. It appears both the stent, guide and push catheter became damaged at the same time during the procedure. The guide catheter probably became stretched due to excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. Stretching of the guide catheter probably caused the tuohy borst to detach from the guide catheter. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a female patient (patient age, and weight are unknown). During the procedure, the guide catheter detached however the detached section remain inside the push catheter, allowing the device to be removed in on piece. The stent was unable to be deployed. The procedure was completed with another flexima biliary stent system the procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.